Manufacturer narrative:
D4: lot #: requested, not provided. D4: expiration date: unknown, as the involved lot # was not provided. D4: UDI: the reported product has no UDI no. Allocated. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved lot # was not provided. The actual sample was received for evaluation. When we verified the sample (1 pc) with "as-received" condition, the safety cover stayed 11mm away from the tip and did not shield the needle tip. Verification of the sample was conducted. Next, we prepared a catheter-hub brought from our retention sample and placed onto the actual sample to create original assembly. It was used to simulate and verify proper shielding performance. We conducted an inner needle pulling resistance test repeatedly 10 times. As a result of verification, the safety cover was confirmed to be safely activated to shield the tip of inner needle. Moreover, the cover was later examined under microscopic observation and no irregularities to attribute detachment of any parts, deformation or malfunction of the product was observed. The manufacturer inspection record check was conducted. The concerned product is constantly produced by automated process. After a safety cover was assembled on an inner needle, the product is assembled, packaged, and boxed as an i.v. Catheter. With respect to the shape of safety cover, a 100% visual inspection is being performed by the digital camera in the automatic inspection system installed in the process where a safety cover is assembled on the inner needle. The product with a defective shape, which can contribute to the failure of the safety mechanism, is detected as a defect, and then automatically disposed of. Regarding the automatic inspection system, we perform a periodical inspection to maintain the accurate inspection performance and ensure that there is no deficiency in the automatic disposal system. The manufacture inspection records of the product type concerned were reviewed for the past 5 years. As a result, no anomalies, such as defective accuracy in safety cover shape inspection, or anomalies in the automatic disposal system, have been recorded. In addition, no defective product, which may adversely contribute to safety mechanism activation failure, has been detected. Moreover, no reports related to safety cover activation failure attributed to a product defect, have been reported from other medical facilities. As there were no anomalies observed in our manufacture inspection records and the returned sample, we were unable to identify the root cause of the reported issue. Relevant instructions for use (IFU) reference: - if the safety mechanism fails to activate, carefully dispose of the product appropriately. - for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly. - do not touch the safety cover after withdrawal of the inner needle for infection prevention. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.

Event description:
The user facility reported a safety cover activation failure. When the inner needle was removed, it was confirmed that the safety cover was misaligned from the tip. The event occurred post-treatment, and no medical intervention was required. There was no injury to the patient or healthcare providers. The catheter part was disposed of by the user. A terumo associate received the customer complaint for sr-svb2419 (not within the scope of the MDR) on 04 april 2025. However, when we assessed the affected sample on 10 april, we noticed the affected product was not sr-svb2419, but sr-sff or sr-sfa. Based on the distribution record to the hospital, the product type of the affected sample was identified as sr-sff2032.